Event description:
Surgeon reported to a field rep on 12/04/2007 that during a navigated level one fusion spinal surgery on approx two months before, a post operative scan showed the screw location was in the vertebral foramen or disc space. The screw was then redirected into the pedicle of the vertebral body. Pt is complaining of leg pain. Repeated attempts at aquiring pt age, sex and weight have been unsuccessful.

Manufacturer narrative:
Methods: on site training with surgeon. Result- surgeon misinterpreted stereotactic navigation screen.